Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue female connector and the light blue main body of a peritoneal dialysis (pd) transfer set. This issue occurred while attempting to connect to the cycler for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.